Event description:
The user reported that the roller clamp would not stop the flow of fluid and the wheel came out of it's track. The user also stated they were able to push the wheel back into the track and then it was able to stop the flow of fluid. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device has been returned for evaluation. The device history record was reviewed and found no related exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.